Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka case where posterior medial chamfer cuts were 2mm deep to plan.

Event description:
Tka case where posterior medial chamfer cuts were 2mm deep to plan.

Manufacturer narrative:
Reported event: an event regarding a inaccurate posterior medial chamfer cuts. Involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate posterior medial chamfer cuts. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. H3 other text : the device was not returned for evaluation.